Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer experienced hyperglycemia and blood glucose value was 328 mg/dl at the time of the incident. Customer stated insulin pump had blank display even though she had replaced battery three times. Customer uses a dexcom system. Customer declined to troubleshooting for high blood glucose value as says she knows why her sugar went high. Device will not return for analysis.